Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) and unknown baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient has cellulitis near the pump and have been slowing the pump down to increase the refill time due to the issue. The rep stated that the patient has had a course of oral antibiotics and now was getting IV (intravenous) antibiotics. Additional information received from a healthcare provider (hcp) via company representative (rep) reported that the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.